Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount while infusing vasopressing during therapy in the surgical intensive care unit (programmed amount and delivery rate unknown). It was also reported there was no patietn injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported under infusion which was not reproduced but confirmed during evaluation. The device passed flow rate testing and the pump delivered within specifications. Physical inspection of the device found that the load plate shim was off center to the load plate which can restrict the movement of the load plate. This condition causes the device to incorrectly measure the force being applied by the tubing during a downstream occlusion which leaves the occlusion undetected by the device, which can be perceived as an under infusion due to the restriction of flow. The device was re-shimmed and re-calibrated .